Event description:
Event description guidant received information that this transvenous defibrillation lead was observed to be delivering pacing pulses into the t-wave. R wave measurements were found to be decreased, and pacing thresholds were found to be fluctuating. A guidant technical services (ts) consultant discussed that the lead may have moved/dislodged, and recommended obtaining a chest x-ray to verify lead position. To date, there have been no reported patient symptoms associated with this clinical observation.